Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted two spots of gel in the wall of the silicone tubing. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported crack was not verified; however, gel marks were verified in the tubing. The cause of the gel marks was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected with no issues noted. The reported condition was not verified by examination of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap extended life pd transfer set was cracked. This was observed prior to connecting the device to a patient for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.